Event description:
It was reported that when the asymptomatic patient presented in the or for a scheduled generator change out due to normal eri, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was capped and replaced. The patient's condition was great post-procedure.

Manufacturer narrative:
(B)(4).